Manufacturer narrative:
This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within (B)(4).

Event description:
Per complaint (B)(4), implant was close to the patient sinuses but there was no perforation. Patient didn't experience any major injuries.